Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received a no delivery alarm. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. No delivery alarm was resolved with a complete set change. The device will not returned for analysis.